Manufacturer narrative:
Updated.

Event description:
The customer contacted philips healthcare to report that the nbp and etc0 2 are due for calibration.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer contacted philips healthcare to report that the functionality test failure. There was no reported patient involvement.